Event description:
A tandem mobi cartridge alarm was reported during the load process. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. The customer was initially unable to reload the original cartridge, so with assistance from technical support, they successfully loaded a new cartridge and resumed insulin therapy following the proper load technique. The issue was resolved.